Event description:
It was reported that the user experienced hypoglycemia while using the ilet following morning exercise and coffee-related hyperglycemia that the system corrected, after which glucose trended low despite a customary meal announcement. Symptoms included tiredness, confusion, and hypoglycemia with a lowest blood glucose was 52 mg/dl with recovery to 80 mg/dl after oral glucose treatment. Outcomes included successful self-treatment with oral carbohydrates and no alerts from the device. Investigation included a review of use patterns, education on best practices, and a recommendation to perform a factory reset, which was discussed with a clinical support specialist. Investigation of this case revealed a likely interaction of recent exercise, post-coffee correction, and meal announcement timing or size contributing to insulin delivery that preceded the low, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with activity and meal announcement leading to hypoglycemia, with device function not indicating a malfunction.